Event description:
A report was received that stated, prior to patient use, the cuff on a tracheal tube deflated. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was returned for investigation. The device was tested for leaks, inflation/deflation tests were performed, and no fault was found with the returned product. All manufacturing controls were found acceptable and effective to detect the reported malfunction. An inflation and deflation test is performed for all taperguard products. All products are inspected for no leaks and defective parts are removed from the lot. The failure mode was not confirmed in the received sample.

Manufacturer narrative:
(B)(4).